Event description:
During a phacoemulsification procedure the dr detected metal particles in the pt's eye. There was no harm to the pt. The ultrasonic handpiece was returned for evaluation however the needle was discarded at the hosp.

Manufacturer narrative:
H6 - 86, exfoliation tests conducted on the returned product. H3. Evaluation summary: exfoliation tests were performed on the returned handpiece and the handpiece was found to be with the specification. The phaco needle was discarded by the customer and was not able to be examined or tested.